Event description:
It was reported that during a stent procedure of the mid sfa in the iliac, as the stent was being deployed, the handle broke and the stent was only halfway deployed. There was some resistance noted prior to the handle breaking. The stent did deploy; however, it was an unintended site. An add'l stent was then deployed at the intended site. Reportedly, there was no pt injury.